Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on 11-jul-2022. Further steps have not been decided yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, the housing and lead were found dislocated from their intended position during explantation surgery. A contribution of the observed trauma cannot be excluded. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The mother reported that the user has stopped hearing with the device after a head trauma occurred on (B)(6) 2022. The user has been re-implanted.